Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella rp insertion due to patient body mass index, the doctor considered high risk accessing the right internal jugular (rij) so decision was made to use the right femoral vein (rfv). During initial access, the doctor perforated the vein with 23 fr sheath. Perclose applied with manual pressure. Sheath removed and re-accessed below, and pump was able to be implanted successfully. The doctor made decision to leave peel away in place for 24 hours to help with hemostasis. The patient survived the event.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. No product was returned for analysis. Clinical details mention right femoral vein access was used due to patient bmi. The root cause of the vascular damage - peripheral vessel was most likely patient condition related. Instructions for use: impella rp smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ e4 should have been left blank on manufacturer device report 1220648-2024-24850. H10 instructions for use was missing on manufacturer device report 1220648-2024-24850.